Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm device was reading ¿40-100 points off¿ from the patient¿s bg meter, which resulted in the patient having a seizure. The patient¿s husband treated the patient with glucagon. The specified cgm value at the time of the event could not be recalled. Emergency medical services was not called as the patient stated, ¿we know the drill¿. The patient refused to provide dexcom with any further event details. The patient was ¿better¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.